Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced air bubbles anomaly from the reservoir. The customer's blood glucose reading was 211 mg/dl. The customer noticed that the rims around the reservoir and battery compartment are half cracked off. The customer stated that the rubber ring in the reservoir compartment came out. The reservoir was returned for analysis.